Manufacturer narrative:
Evaluation summary: no sample was returned for evaluation. No information about a visit on site available. A review of the technical service on-site prior and after the day of the event could not be done because the day of the treatment was not provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer¿s acceptance criteria. The root cause could not be identified conclusively, as no details about visit on site are available.

Event description:
A doctor reported full penetration while performing two arcuate incisions with the system, instead of 80% or 90%. The treatment parameters were reported to be based on pachymetry data. Sutures were applied. It is unknown if the event occured in one patient or two. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).